Event description:
During an initial implant procedure, there was difficulties tightening the set-screw in the header of the device. The device was explanted and a new device was implanted to resolve the event. The patient is stable.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.